Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for events- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bloating, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bloating were added. Patient information, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, vaginal delivery and c-section. Previously administered products included for an unreported indication: copper iud. Concomitant products included intrauterine contraceptive device (copper iud), levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced abdominal distension ("bloating,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal distension, dyspareunia and abdominal pain outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bloating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: specimen source: a. Uterus and fallopian tubes. Final pathologic diagnosis: cervix uterus and left and right fallopian tube, hysteroscopy and bilateral salpingectomy. Unremarkable cervical mucosa. Proliferative endometrium without atypia. Unremarkable myometrium and serosa. Unremarkable bilateral fallopian tubes. Clinical history: heavy bleeding despite ablation. Gross description: the specimen, received in formalin, labeled fiscus, uterus and fallopian tubes," consists of a uterus, cervix and detached fallopian tubes which is 110 grams (or weight) and the uterus and cervix alone is 101 grams (gross weight). The serosal surface is tan and smooth. The uterus is 9.2 cm superior to inferior, 7.3 cm cornu to cornu, 4.4 cm anterior to posterior. The ectocervix is tan and smooth, 3.6 cm in diameter with a patent, 1 x 0.8 cm os. The endocervical canal is tan and smooth with a slight herringbone pattern and 2.4 cm in length. The endometrial cavity is tan-red, smooth, 4.2 cm in length, averaging 0.2 cm in thickness. No masses, lesions or polyps are noted. The myometrium is tan-pink, markedly exuding red, watery fluid. No nodules are noted. Average wall thickness is 1.5 cm. The fallopian tubes are tan-purple and fimbriated, 3.5 and 4 cm in length, both 0.5 cm in diameter and both sectioned to reveal a stellate, grossly unremarkable lumen. Ultrasound pelvis - on (B)(6) 2015: clinical information: evaluate uterus, prior to mirena being removed. Patient has a history of menorrhagia before mirena placement. Findings: transabdominal: the anteverted uterus measures 8.5 x 4.3 x 4.9 cm. Transvaginal: no myometrial abnormality identified. The endometrial stripe measures 8 mm. Intrauterine device is appropriately positioned within the endometrial canal. Right ovary 1.4 x 1.3 x 2.3 cm. Left ovary 2.4 x 1.3 x 1.3 cm. Left ovary demonstrates a corpus luteum measuring 1.5 cm appropriate color and pulse wave doppler flow documented to the ovaries bilaterally. Impression: 1. 1.5 cm corpus luteum incidentally noted within the left ovary. 2. Appropriately positioned intrauterine device. Concerning the injuries reported in this case, the following ones were confirmed in patient medical records confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure stop date updated. Other relevant history and lab data updated. Lot number newly added. Events: abnormal bleeding vaginal, back pain were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, gravida ii and c-section. Previously administered products included for an unreported indication: copper iud. Concomitant products included intrauterine contraceptive device (copper iud), levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On(B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced abdominal distension ("bloating,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal distension, dyspareunia, abdominal pain and back pain outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),.bloating, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: specimen source: a. Uterus and fallopian tubes. Final pathologic diagnosis: cervix uterus and left and right fallopian tube, hysteroscopy and bilateral salpingectomy. Unremarkable cervical mucosa. Proliferative endometrium without atypia. Unremarkable myometrium and serosa. Unremarkable bilateral fallopian tubes. Clinical history: heavy bleeding despite ablation. Gross description: the specimen, received in formalin, labeled fiscus, uterus and fallopian tubes," consists of a uterus, cervix and detached fallopian tubes which is 110 grams (or weight) and the uterus and cervix alone is 101 grams (gross weight). The serosal surface is tan and smooth. The uterus is 9.2 cm superior to inferior, 7.3 cm cornu to cornu, 4.4 cm anterior to posterior. The ectocervix is tan and smooth, 3.6 cm in diameter with a patent, 1 x 0.8 cm os. The endocervical canal is tan and smooth with a slight herringbone pattern and 2.4 cm in length. The endometrial cavity is tan-red, smooth, 4.2 cm in length, averaging 0.2 cm in thickness. No masses, lesions or polyps are noted. The myometrium is tan-pink, markedly exuding red, watery fluid. No nodules are noted. Average wall thickness is 1.5 cm. The fallopian tubes are tan-purple and fimbriated, 3.5 and 4 cm in length, both 0.5 cm in diameter and both sectioned to reveal a stellate, grossly unremarkable lumen.. Ultrasound pelvis - on (B)(6) 2015: clinical information: evaluate uterus, prior to mirena being removed. Patient has a history of menorrhagia before mirena placement. Findings: transabdominal: the anteverted uterus measures 8.5 x 4.3 x 4.9 cm. Transvaginal: no myometrial abnormality identified. The endometrial stripe measures 8 mm. Intrauterine device is appropriately positioned within the endometrial canal. Right ovary 1.4 x 1.3 x 2.3 cm. Left ovary 2.4 x 1.3 x 1.3 cm. Left ovary demonstrates a corpus luteum measuring 1.5 cm appropriate color and pulse wave doppler flow documented to the ovaries bilaterally. Impression: 1. 1.5 cm corpus luteum incidentally noted within the left ovary. 2. Appropriately positioned intrauterine device.. Concerning the injuries reported in this case, the following ones were confirmed in patient medical records confirming: menorrhagia batch no c18707 production date (B)(6) 2014. Expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.